Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 40 mg/dl. Customer was treated with intravenous fluids of saline and consumed carbohydrates to address the low bg. Customer was discharged from the ER later the same day with the issue resolved and no permanent damage. Reportedly, the customer inadvertently delivered eight units of insulin instead of a food bolus for eight grams of carbohydrates. Reportedly, customer continued to use the pump for insulin therapy. Tandem technical support performed a pump system check and confirmed pump is functioning as intended.

Manufacturer narrative:
Per tandem user guide "do not deliver a bolus until you have reviewed the calculated bolus amount. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can change the amount of insulin before you deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.